Event description:
The pt reported that she got an infection at the pod insertion site on her leg. The pod was activated on (B)(6) 2013 and on (B)(6) 2013 there was a big hard red lump underneath the skin. She went to her general practice doctor who prescribed antibiotics for her.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the pt's infusion site infection. As no product lot number was reported, no review of qualification and sterilization records could be conducted.